Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming entrapped and deployed. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 2-3 with a jet in the central position. Due to the patient's rotated heart, imaging was challenging. An nt clip was attempted to be implanted centrally, but when translating through the valve, the anterior gripper of the clip became entangled with the anterior leaflet below the valve. Several attempts of standard troubleshooting were used to remove the stuck clip, but ended unsuccessfully. The physician decided to make a grasping attempt, and the clip was able to be implanted on both leaflets in the centro-lateral position with good result. No tissue damage of the anterior leaflet was noted and the mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported entrapment of device associated with the gripper prematurely entangling the leaflet appears to be due to user technique/ procedural circumstances during retraction into the left atrium. The reported image resolution poor was due to challenging patient anatomy (rotated heart). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.